Event description:
The customer reports during an unspecified procedure using an endoscopic position detecting device with a video system center, the user was unable to capture an image. There was a 45-minute delay in the procedure which left the patient in pain. The user had to capture the image manually. No additional consequences to the patient were reproted as a result of this occurrence. The equipment was inspected onsite by medical engineering. Medical engineering confirmed that the scope guide had a loose connection which was resolved by the hospital¿s staff on site. The video system center had issues with the settings which has now been rectified using tech support. With that said medical engineering believe that the issue did not lie with the equipment. The equipment is not being returned to olympus for evaluation since the issues were corrected onsite. Case with patient identifier (B)(6) reports the video system center used in the procedure. Case with patient identifier (B)(6) reports the endoscopic position detecting device used in the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that there was a connection issue of upd-3 and not a failure caused by a defect of the device. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿precautions for installation and connection properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws, lock the cable connector. Otherwise, equipment damage or malfunction may result.¿ olympus will continue to monitor field performance for this device.